Event description:
This voluntary report concerns the malfunction of the power charging component of a hoyer lift medical device. This medical device was used to assist in the transfer of pts while they resided at a nursing home. The power charging component consists of a cord with plugs at opposite ends. One plug is used to obtain power from an electrical wall outlet, while the other can be inserted into the hoyer lift device in order to charge the internal batteries. While unplugged from the lift device, the end of the component became hot and burned the pt.